Event description:
It was reported that during a supply change, the patient experienced two consecutive teflon infusion sets lifting off the applicator when removing the needle guard, after which a third set deployed correctly. Symptoms included no injury or adverse clinical effects. Outcomes included no interruption requiring medical care, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and education, including guidance to twist the needle guard before removal to facilitate proper deployment. Investigation of this case revealed an infusion set deployment issue consistent with user handling during needle guard removal, with no device alarm or pump malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.